Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had elevated pacing threshold and pacing impedance. This lead was surgically abandoned and replaced without difficulty. No additional adverse patient effects reported.